Event description:
The customer reported that the electrosurgical pencil self activated during surgery. After the surgeon used the pencil and released the rocker switch, the pencil latched on causing sparks to land on the drapes, resulting in a 1st degree burn to the pt. After one activation of the cut mode on the pencil, the cut button seemed to be jammed in the activation position. They changed the generator to see if it was a generator fault, but the problem still persisted. The surgery time was extended due to taking out the drapes and locating the burn. This has occurred twice at the site. The other incident was opened on MFR report # 1717344-2009-00640.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.